Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A surgeon reported an issue when he attempted to place the microsensor with bolt kit in a head trauma patient in ICU. He drilled a hole using an integra drill and the appropriate drill bit that came in the microsensor kit, but then he could not get good purchase with the bolt in the skull and therefore could not place the bolt/microsensor. It was noted that the plastic spacer was left on the bolt while attempting to make purchase. After several failed attempts, the surgeon ended up placing a camino bolt instead. The event led to 20 minutes surgical delay.

Manufacturer narrative:
(B)(4). The microsensor was returned for evaluation: failure analysis - the bolt and drill were inspected and no defects noted. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to improper lumen angle.

Event description:
N/a.